Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown sized trifecta valve was implanted. On (B)(6) 2022, aortic regurgitation was observed due to a tear near the stent post. The trifecta valve was explanted. The patient status is unknown.

Manufacturer narrative:
An event of aortic regurgitation was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.